Event description:
It was reported that there was lead perforation and the patient experienced diaphragmatic stimulation on the right ventricular (rv) lead. It was noted there was no sensing or capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 407645 lead, implanted: (B)(6) 2013. (B)(4).